Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three piece lens but then the lens became stuck in the cartridge. There was no patient contact. The reporter stated the cause of the lens becoming stuck in the cartridge was due to the way the lens was loaded, was a loading error.